Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level and the pump was going off this morning. Customer's blood glucose was 44 mg/dl. Customer stated that she had really bad high blood glucose levels this morning and had to insert injections. Customer declined troubleshooting and stated that she would do that another day.